Manufacturer narrative:
Siemens has completed an investigation of the reported event. The reported issue was resolved through the replacement of two fuses, f361 and f363 (service case). In addition, charging resistors r1 and r2 were inspected and confirmed to be within the expected specification of 48 ohms. The slip ring and brush block were also examined, and no anomalies were detected. Following these corrective actions and a system restart, the unit successfully entered standby mode without generating any errors. Multiple subsequent check-ups and flash test scans were performed, all yielding no issues, confirming the system's restored functionality. A comprehensive safety assessment has been performed. No further investigation is deemed necessary. Based on the findings, no systematic product or design issue could be identified. This event is reported in the abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom drive CT system during a flash aorta dissection pre & post contrast scan. After completing the topogram, contrast injection, and pre-monitoring, the system failed to reach standby and did not trigger the scan. The patient, a 58-year-old male (110 kg), had to be removed and rescanned/reinjected on another device, resulting in a 15-minute delay. No medical intervention was required.